Event description:
It was reported that during the implant procedure, the lead could not be placed in the proper location. When the lead was removed, it was noted that the lead was -too straight-. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.